Manufacturer narrative:
Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the customer's products are working as intended - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 213 mg/dl and 249 mg/dl. The customer¿s expected fasting blood glucose test result range is 80 mg/dl - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Customer's test strips, lot mw3439s, were not stored according to specification and were stored in the kitchen; manufacturer's expiration date of 01/26/2021 and opened a week ago. Customer had another vial of test strips that was stored correctly, mw3364s, manufacturer's expiration date of 12/14/2020, opened day of call. During the call, a blood test was performed by the customer non-fasting and produced test result of 127 mg/dl using meter. Customer was satisfied with the result obtained. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Internal report reference number: (B)(4). Sections with additional information as of 07-may-2020: h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Corrected sections as of 07-may-2020: h3: device was returned to manufacturer for evaluation corrected from "yes" to "no".